Event description:
On (B)(4) 2013, an intuitive surgical, inc. (Isi) representative became aware of an injury that occurred prior to a da vinci nissen fundoplication procedure, which took place on (B)(6) 2013. The patient reportedly sustained an injury to the superior mesenteric artery when the surgeon was inserting the camera trocar. It is unknown if the camera trocar was an isi device or a non-isi device. The da vinci system was never docked to the patient. The surgeon attempted to control the bleeding laparoscopically by placing additional trocars but was not successful so the procedure was converted to an open surgical procedure. There was no allegation of a malfunction of the da vinci system, instruments, and/or accessories. No further information was provided. Isi made several attempts to contact the initial reporter and the site; however, as of the date of this report no additional information has been received.

Manufacturer narrative:
Based on the reported information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the artery injury experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. There was no allegation of a malfunction of the da vinci system, instruments, and/or accessories and the da vinci system was never docked to the patient. However, this complaint is being reported because it is unknown if an isi device was involved with the patient's reported superior mesenteric artery injury.

Manufacturer narrative:
On (B)(4) 2014, an employee from the site's risk management provided additional information about the reported event. She confirmed that the da vinci system was never docked to the patient and the camera trocar involved with the patient's injury was manufactured by optiview. She was unable confirm if the camera trocar was inspected prior to use and if there were any malfunctions with the camera trocar. Based on this additional information, this MDR is being retracted since the reported event did not involve any intuitive surgical, inc. Devices. The site's risk management employee was unable to confirm if the reported event has been reported to optiview. (B)(4).